Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with a saddle pulmonary embolism had a filter successfully deployed. Approximately two years one month post filter deployment, the patient underwent a cholecystectomy for gall stone calculus and cholecystitis. Approximately thirteen days post cholecystectomy, the patient presented to the emergency department with persistent cough, which was just a few days after being released from the hospital with a diagnosis of pulmonary embolism. The same day a chest x ray was performed which demonstrated no acute cardiopulmonary pathology. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years one month post filter deployment, the patient presented to the emergency department with persistent cough, with a diagnosis of pulmonary embolism. The same day a chest x ray was performed which demonstrated no acute cardiopulmonary pathology. Therefore, based on the provided medical records the investigation is inconclusive for any alleged deficiency with the filter. It can be confirmed that the patient experienced pe after implantation. However, the origin of the pe and the relationship to the filter has not been established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years and two months post filter deployment, it was alleged that the patient experienced a pulmonary emboli. Allegedly, the patient experiences chest pain.